Manufacturer narrative:
D10: device available for evaluation: additional information: g4. Date MFR rec., additional information: h2: type of follow up - device evaluation, h3: device evaluated by manufacturer, additional information: h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex with shield braid was returned without pushwire with the braid. The distal and proximal ends of the pipeline flex shield braid were fully opened and severely frayed. No other anomalies were observed. The damage on the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. The customer reported that the patient vessel tortuosity was severe. It is likely that the severe vessel tortuosity may have contributed to the failure to open issue. There was no non-conformance to specifications identified that led to the failure to open issue. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield embolization device has successfully expanded, deploy the remainder of pipeline flex with shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex with shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex with shield embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the device did not open at the distal end. Initially unsheathed the device a few millimeters beyond the distal marker. The device was unsheathed and the delivery wire was pushed on. It was stated the device was resheathed to push ptfe sleeves forward, and then unsheathed again (further than previous unsheath) with forward load on the delivery wire, pinned microcatheter and pushed wire. Nothing encouraged the inferior side of the stent to open. The device was not positioned in a bend and had been deployed less than 50% when it failed to open. It was resheathed 2 times. There were no additional steps or other devices required to open the device. Device was resheathed, pulled out with the microcatheter, and replaced with another device. Some manipulation required, but the device opened at the distal end, landed accurately, and the case was successful. Dual antiplatelet treatment was administered. The angiographic result post procedure was good. The patient was undergoing surgery to treat an unruptured, saccular aneurysm located at the internal carotid artery with a max diameter of 3mm and a neck diameter of 2mm. It was noted the vessel tortuosity was severe. There were no patient symptoms associated with the event. The devices were prepared as indicated in the instruction for use (IFU).